Event description:
It was reported that during a radical prostatectomy procedure, the device was reloaded for the second time. When the device was fired, the handle broke. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Pinion axle support, firing trigger handle. Evaluation summary: the analysis results found that the 6tb45 device was returned with the firing trigger handle broken, the shrouds open and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.